Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted into the right subclavian vein of the (B)(6) year old female pt weighing 68 kg, on the 29th of september in the theatre. In high care during dialysis 5 weeks after insertion, the venous pigtail of the catheter was found cracked and leaking. As a result, a repair kit was used and the hub assembly was replaced. Pt dialysis was continued without further incidence. There was no reported delay, death, or complications to the pt. The pt is reported good.